Event description:
It was reported that the surgeon clean the ear canal to remove earwax. In that process the vibrant soundbridge cable was extracted together with the ear wax and the patient felt a noise and the hearing stopped.

Manufacturer narrative:
According to information received, the device conductor link was most likely damaged, inadvertently, during an earwax removal procedure. However, to confirm a root cause, a device investigation of the explanted device is necessary. A CT scan examination is scheduled for (B)(6) 2014, upon which re-implantation will be decided. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
According to the report of (B)(6) 2013, the surgeon cleaned the ear canal to remove earwax. In that process the vibrant soundbridge cable was extracted together with the earwax and the patient felt a noise and the hearing stopped. As per additional information received, a CT scan is scheduled for (B)(6) 2014 and based on its outcome a decision will be made on device re-implantation. This appointment could not be scheduled earlier due to the clinic's waiting list. At the moment the patient, bilaterally implanted, is having access to sound with the contralateral implant.

Manufacturer narrative:
No UDI code available. According to information received, the device conductor link was most likely inadvertently damaged during an earwax removal procedure. As per additional information received, a CT scan examination was performed confirming problems with the device. However, to confirm a root cause, a device investigation of the explanted device is necessary. Despite requested, no information about a possible date for reimplantation has been received yet. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
According to the report of (B)(6) 2013, the surgeon cleaned the ear canal to remove earwax. In that process the vibrant soundbridge cable was extracted together with the earwax and the patient felt a noise and the hearing stopped. According additional information received on (B)(6) 2014, a CT scan was performed confirming that the implant was damaged. Reimplantation is considered but not scheduled yet.

Manufacturer narrative:
No UDI code available. Conclusion: device investigation, on the received parts, found damage on the conductive link most likely caused, inadvertently, during an earwax removal procedure. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
According to the report of (B)(6) 2013, the surgeon cleaned the ear canal to remove earwax. In that process the vibrant soundbridge cable was extracted together with the earwax and the patient felt a noise and the hearing stopped. As per additional information received, a CT scan was scheduled for (B)(6) 2014 and based on its outcome a decision will be made on device re-implantation. This appointment could not be scheduled earlier due to the clinic's waiting list. At the moment the patient, bilaterally implanted, is having access to sound with the contralateral implant. As per later information received, a CT scan was conducted which confirmed that the implant was damaged. The patient was re-implanted with a vorp implant on (B)(6) 2015. It was stated in the device explantation report that the conductive link was found damaged before device removal and that it was severed during explantation. It was also stated that the device or a malfunction of it did not cause or contribute to the explantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.